Manufacturer narrative:
Explant date estimated. Section a: patient age and initials information was not provided. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through medwatch that a heartmate ii implanted in 2016 was explanted in 2025 due to device failure causing cardiogenic shock.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of device failure could not be confirmed based on the provided information. A specific cause for the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system was not returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device malfunction as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also reported that intervention was performed and the patient was hospitalized.